Event description:
It was reported that on 25april indwelling bladder catheter was inserted in the operating room. On (B)(6) 9:20 when they stood up to put on their pants while changing, they discovered that the tip of the bladder indwelling catheter had come out of the bladder. Fixed water was leaking. At 9:30, when they poured fixed water to confirm the damage, fixed water leaked from the tip of the bladder indwelling catheter. They did a pretest before inserting it and there were no problems.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual (photos): two photos were received. The first one showcases the three way all silicone catheter and the second one zooms into the catheter cap. Visual: it was received one 3 way all silicone foley catheter and sample port connector. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and concentricity was found within specification. Catheter rested with no leaks. The inhouse syringe was connected and it was able to passively return the 10 ml with no issues or cuffing in two minutes and 17 seconds. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. Correction: b,d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) indwelling bladder catheter was inserted in the operating room. On (B)(6) 9:20 when they stood up to put on their pants while changing, they discovered that the tip of the bladder indwelling catheter had come out of the bladder. Fixed water was leaking. At 9:30, when they poured fixed water to confirm the damage, fixed water leaked from the tip of the bladder indwelling catheter. They did a pretest before inserting it and there were no problems.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.